Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 244mg/dl and a manual injection was going to be administered to address the bg level. The altitude alarm was cleared and insulin was successfully resumed.